Event description:
This scope was planned to be used as a pmk loaner. Before delivering the customer as pmk loaner, this scope was inspected in the pmk service team. But the foggy image symptoms appeared. This scope is not reprocessing. This scope is not shipped to hospital. This scope is packed to its original form, and all accessories are intact. This event occurred at the time of during inspection.

Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.